Event description:
Patient contacted dexcom technical support on 08/26/2014 to report skin irritation on (B)(6)2014. Patient stated they experienced red and raised bumps at sensor patch adhesion site. Patient sought medical intervention from dermatologist who advised patient that they are allergic to sensors. Patient used alternative site preparation against user guide recommendations. Patient did not report any injury or further medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).